Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that post procedure in the intensive care unit, registered nurse (rn) noticed small hematoma left femoral artery impella site. Manual compression to site with decrease in size. Over the next few hours, hematoma grew again, marked by rn and manually compressed. Impella was dressed but catheter was being pushed down due to dressing. Site manually compressed again with decrease in size. Site completely undressed, catheter propped up to 35-40 degrees, and redressed with no downward pressure to site. No oozing noted. Two units of blood was ordered.